Manufacturer narrative:
Inspection of the complete fluid path found a leak in the unexposed portion of the soft cannula 0.28 inches away from the nail head. The observed leak can be concluded as the cause for the pod's failure to deliver insulin. Corrosion was observed on the bottom battery. This corrosion can be attributed to the observed leak. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 500 mg/dl, while wearing the pod between 24 and 36 hours on the hip/buttocks area. Hyperglycemia treated by applying a new pod and bolus.